Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of hyperlipidemia, abnormal stress test, congestive heart failure, CABG, smoking, diabetes, coronary artery disease, coronary percutaneous revascularization, hypertension, and previous cea recurrent stenosis. The target lesion was the ostium of the right coronary artery. Pre-procedure stenosis was 90%. Lesion length was 15mm and vessel diameter was 6mm. The lesion was mildly calcified. The lesion was pre-dilated. A precise pro rx 8 x 40mm stent was deployed at the target lesion. An angioguard rx, size 6 basket, was successfully deployed and retreived during the procedure. Post-procedure stenosis was 10%. The patient had no neurological deficit when he left the angiography suite. The after the procedure the patient had right visual field loss. The onset was sudden and diagnosis was a stroke. The stroke was due to a small branch retinal artery occlusion. The patient was discharged the following day. The patient is well with minimal visual symptoms. The physician indicated the stroke was related to the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the device was fired two times successfully with white load using peri strips on the gastric pouch. The device was loaded with a blue without peri strips and on the first firing stroke midline the staples were mangled on the gastric pouch leaving a hole in the staple line. The second and third firing strokes were fine. There was bleeding but the surgeon was able to control the bleeding with sutures. There was no blood transfusion given. The device was reloaded three additional times with white and green reloads. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking from the seal cap. They were able to complete the procedure with the same trocars. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis found that the long60a device was received in good visual condition and without reload present. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.